Manufacturer narrative:
(B)(4). The third party service agent returned the removed pcb assemblies to physio-control for evaluation. Physio-control evaluated the removed pcb assemblies and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u65 from the system controller pcb assembly. The failure of u65 also caused the device to not recognize the paddles lead ECG.

Manufacturer narrative:
The follow-up medwatch report indicates: the third party service agent returned the removed pcb assemblies to physio-control for evaluation. Physio-control evaluated the removed pcb assemblies and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u65 from the system controller pcb assembly. The failure of u65 also caused the device to not recognize the paddles lead ECG. The follow-up medwatch report should indicate: the third party service agent returned the removed pcb assemblies to physio-control for evaluation. Physio-control evaluated the removed pcb assemblies and was unable to duplicate the reported failure of the device not completing the boot-up cycle. Physio did however determine that an integrated circuit chip, designator u65 from the system controller pcb assembly caused the logged event code in the device and also caused the device to not recognize the paddles lead ECG. It is not conclusively known if the paddles lead ECG failure was known at the time of the reported failure.

Manufacturer narrative:
(B)(4): the third party service agent evaluated the device and verified the reported failure. The system controller and user interface pcb assemblies were replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The device was not returned to physio-control for evaluation.

Event description:
It was initially reported to physio-control that the device had its service indicator illuminated and had logged multiple event codes. Upon an examination of the device by the third party service agent, it was observed that the device would not power on and function normally. There was no patient use associated with the reported failure.